Event description:
It was reported to boston scientific corporation that an injection gold probe device was opened for use in a procedure. According to the complainant, when they took the device out of the package during preparation, they found that the electrical connector had a crack and they could see the internal wires. The probe was not used in the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event of the connector cracked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.